Event description:
Using the minimed/medtronic insulin pump model 770g, on (B)(6) 2022 I received an alarm before low bg at 3:30am, however, my cgm sensor bg was 304 and remaining stable. A finger stick bg reading came out close. Likewise, at 12:55pm I had the same alarm and bg was doing similar things. Setting on pump for low alarms is 85, so there is no reason for the alarm. Minimed technical support was unsure about issue. I'm also unable to tell if my basal insulin rate in auto mode may have reduced due to low warning. FDA safety report ID# (B)(4).